Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gemini basket was used during a procedure performed on (B)(6), 2013. According to the complainant, during the procedure, the basket would not open. It is unknown if the event took place inside or outside the patient or if there was a stone in the basket when the basket failed to open. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual assessment was performed on the returned gemini basket and was noted that the basket was partially opened and extended approximately 1.4cm. The sheath was detached, and buckled on proximal end. There was a torque mark present on the handle cap. The handle cannula was visible through the handle. The working length was found to be approximately 86.5cm, which is below the lower specification limit due to the detached and buckled sheath. A functional evaluation was performed and was found that the basket assembly would neither retract nor extend. When disassembled, the cap was removed and was found to have been tight. The handle cannula was extended approximately 1mm beyond pinch vise. The basket assembly was found to be straight, and all wires were attached. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. Therefore, the most probable root cause for this incident is ¿operational context.¿

Event description:
It was reported to boston scientific corporation that a gemini basket was used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the basket would not open. It is unknown if the event took place inside or outside the patient or if there was a stone in the basket when the basket failed to open. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.